Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys tsh assay (tsh). No erroneous results were reported outside of the laboratory. (B)(6). It was asked, but it is not known if all measurements were performed with the same sample. The roche ft3 measurement was performed on the customer's cobas 6000 e 601 module (e601). The roche tsh and ft4 measurements were performed on an unknown roche analyzer at another laboratory. The results of the roche measurements were too low compared to values measured with the delfia and siemens immulite methods. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e601 analyzer was asked for, but not provided.

Manufacturer narrative:
A sample from the patient was not available for investigation. The investigation was unable to find a definitive root cause. From the provided information, a general reagent issue can most likely be excluded.